Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the controller alternating current (cac) adapter had exposed wires. The cac adapter was removed from service and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported a controller ac adapter with exposed wires. The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device failed visual inspection due to a tear on the output cable with exposed wires. This observation could possibly affect the functionality of the device. Based on the available information, the most likely root cause of the reported event can be attributed to a tear on the output cable due to the handling of the device.  Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.